Event description:
Rptr had implants placed following a mastectomy to prevent cancer. The original implants were replaced 2 times bilaterally, and rptr claims that she had 8 breast surgeries begining with the first implant surgery. Rptr does not have implants in now, calcium deposits occurred bilaterally, and biopsies were taken of tissue samples examined pathologically. Medical professionals have not confirmed silicone outside the breast scar tissue. Rptr claims that the left mcghan implant became hard, and there was a hematoma at the surgical site. Rptr claims that this implant caused several hard capsular contractures, and had one closed capsulotomy for treatment. Rptr claims that the right mcghan implant became "flattened", and the number of capsular contractures for this implant are "unknown". Both of the mcghan implants were removed intact, and rptr claims she had a hematoma at the surgical site of the right implant as well. Rptr claims that the left surgitec implant became hard, had a hematoma "inside the implant", was "growing up the left shoulder", and was removed intact. Rptr claims that the right surgitec implant bacame "flat", and was removed intact. Rptr retains the devices in her possession. Rptr claims to have been diagnosed with any of the following after implantation: interstitial cystitis, anxiety and/or depression, organizational difficulty, lack of concentration, short-term memory loss, mood swings, procrastination, getting lost or confused, chest/rib cage, pain and/or burning sensation, elevated cholesterol or triglicerides, chronic pain in hands and/or feet, frequent migraines / severe headaches, hypersensitivity or allergies to chemicals, molds, dust or pollen, connective tissue disease, persistent joint stiffness, chronic swollen lymph nodes under arms, lymph nodes removed from left armpit, fibromyalgia, unexplained rashes, chronic fatigue syndrome and clumsiness/drop things.